Event description:
As reported: occlusion of femoral artery following manta deployment. Cutdown to right femoral artery to repair. Additional information 18may2022: during a tavr procedure, arterial access was obtained higher in the right cfa. The right cfa vessel measured at 6.1mm and had no calcification and some tortuosity. The manta depth was measured at 3+1cm. During the tavr procedure, there were no issues with advancing and withdrawing procedure sheaths. Prior manta deployment, the sbp was 92mmhg and act was 320. 18,000units of heparin and 100mg of protamine were administered intravenously. Time to hemostasis was immediate. It was during the post angiogram after manta deployment that an occlusion was discovered. During surgical cutdown, the manta device was explanted. The patient was reported as doing well.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. An angiogram was received and reviewed by the investigative team and indicate a higher positioned radiopaque lock with blocked flow proximal to the access site. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the right common femoral artery. No ultrasound or micropuncture kit was utilized to gain the higher positioned access. The arteriotomy was 6.1mm, no calcification, some iliac tortuosity, and a depth measurement of 3cm+1cm. No issues were encountered advancing or withdrawing the procedure sheaths. Following deployment, hemostasis was immediate, however, post procedure angiogram showed a complete occlusion near the access site. A surgical cut down was performed, and manta was explanted. Due to insufficient information regarding the initial and deployment procedures, no information regarding the location of the manta implant and findings from the surgical cut down; the root cause of the vessel occlusion is inconclusive. The IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery. Procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery.